Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, and 95% stenosed proximal circumflex artery. An unknown stent was implanted and a 3.5 x 15 mm nc trek balloon catheter was used for post dilatation. When attempting to remove the balloon catheter, it stuck in the calcification and the physician used force to remove it, causing the balloon to separate. The separated piece was removed with a snare device. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analyzed. The reported catheter separation was confirmed on the return. The reported difficult to retract the catheter, catheter separation and catheter damage as observed on the return appear to be related to the operational context of the procedure. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the visual analysis of the returned device, there is no indication of a product quality deficiency. It should be noted that the nc trek instructions for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Based on all the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.